Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient sent over a remote transmission via merlin.net. Review of the stored egm noted device exhibiting inappropriate auto-mode switching due to far-field r-wave oversensing. Patient presented to the clinic for programming changes. After the programming changes were made, it was later noticed that far r-wave was still being sensed. Additional programming changes were made and resolved the issue. Patient will be monitored normally.